Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing sensor reading discrepancies with multiple sensors. The customer stated that the sensor was reading low at 65 mg/dl but her blood glucose was 309 mg/dl. Customer was advised about the proper insertion and calibration errors. The customer mentioned she was in the hospital because the sensor was turned off. Customer declined to turn the sensor feature off and then back on to let it stabilize. Customer was called back to obtain details on the hospitalization but could not be reached.